Event description:
Literature report of a pt implanted with a deep brain stimulation system for epilepsy. The pt developed lerthargy during a 4 day period of continuous stimulation. Literature :wennberg, r.a., et al. Long-term follow-up of pt with thalamic deep brain stimulation for epilepsy neurology 2006; 66: 1-1.